Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F24: patient impact information confirmed unknown g2: this event occurred in japan, h3, h6: the returned frame was found to be in very good condition. With markers attached and fully seated, the frame displayed good geometry and divot error readings with normal tracking and verification. No problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that only the spine small passive frame could not be tracked. When the frame was changed to a different reference frame, it was bale to perform a tracking. Patient impact unavailable. There was no surgical delay.